Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using the infusion set and cartridge for longer than the recommended period of time per the tandem user guide. Tandem technical support educated the customer this is off label use. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.